Event description:
Same case as MDR ID # 2134265-2012-05053. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, balloon rupture occurred. Access was obtained via right femoral approach. The 100% stenosed lesion was located in the severely tortuous and calcified right posterior tibial artery. A 4fr unspecified sheath and a non-bsc guide wire were used during the procedure. A coyote es balloon catheter was used to dilate the distal portion of the lesion and ruptured at 14atms upon the 1st inflation. Another coyote es balloon catheter was selected and used to dilate the proximal portion of the lesion. This balloon also ruptured at 14 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is reported as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: examination of the returned device revealed there was blood and contrast in the balloon and inflation lumen of the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole adjacent to the proximal edge of the marker band. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).